Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user announced a usual dinner but consumed a light meal and subsequently experienced hypoglycemia while using the ilet system; education was provided that the ilet suspends additional insulin delivery when glucose is below 70 mg/dl and that smaller meals should be announced as ¿less than¿ or as a snack. Symptoms included low blood glucose with a nadir of 54 mg/dl without loss of consciousness or other acute effects. Outcomes included correction with oral carbohydrates (apple juice and candies), fingerstick confirmation, glucose recovery into range, and self-monitoring without need for medical intervention or ketone testing. Investigation included user counseling on appropriate meal announcement and confirmation of glucose values by fingerstick. Investigation of this case revealed incorrect meal announcement relative to carbohydrate intake, leading to hypoglycemia that resolved with oral glucose and system safeguards. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error.